Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump display goes blank when the battery cap was screwed on all the way. The insulin pump had also alarmed for a failed battery test. The insulin pump had not been dropped, bumped or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display did return. The customer was sent a new battery cap. The customer had a high blood glucose 425 mg/dl. The customer declined troubleshooting for high blood glucose.